Event description:
It was reported that the patient presented with pain, urethral erosion, and infection while implanted with this artificial urinary sphincter (aus). The physician believed that the cuff was too small for the patient that had undergone radiation. The aus was explanted and the infection was treated with antibiotics. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not find any abnormalities or leaks with the cuff, balloon, or pump. The balloon and pump did pass functional testing. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated c2/d10 to include concomitants. Updated b7 other relevant history.

Event description:
It was reported that the patient presented with pain, urethral erosion, and infection while implanted with this artificial urinary sphincter (aus). The physician believed that the cuff was too small for the patient that had undergone radiation. The aus was explanted and the infection was treated with antibiotics. No additional patient complications were reported.